Event description:
It was initially reported by the surgeon that he has a patient whose generator site was chronically infected and the generator had started to extrude. Surgeon stated that the infection was at the chest site. He stated that the device has been removed; however, the entire lead was not removed as he noticed too much scar tissue and did not want to risk injuring the patient. Follow up with the treating physician revealed that the patient showed signs of infection in april. She stated that both, generator and lead site was infection and she believes it was related to the implanting surgery. She stated that the patient has autism and she does prick the wound which could have made the infection worse. She added that the infection became so bad that it caused the lead generator to extrude. She felt it was better to remove the device as there was no way to cure the infection. Cultures were taken and they grew out "mycobacterium goodii." Cultures also showed skin abscess infection.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.